Event description:
It was reported that during a proximal right superficial femoral artery stenting procedure, the stent jumped to the distal lesion during deployment, leaving the proximal lesion uncovered. A second unplanned 6.0x40mm absolute pro was implanted to cover the proximal lesion overlapping the implanted stent. There was no adverse patient sequela and no clinically significant delay in procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. It should be noted the absolute pro vascular self expanding stent system instructions for use (IFU) states: the absolute pro vascular self expanding stent system is indicated for improving luminal diameter in patients with de novo or restenotic atherosclerotic lesions in the native common iliac artery and native external iliac artery. Based on the information reviewed, there is no indication of a product deficiency.